Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Additionally, the event foreign material in the nozzle was found during the device evaluation. Based on the results of the investigation, the foreign material could not be identified and there was no physical damage where the foreign material was found. The cause of the foreign material that remained in the device could not be specified as it is unknown if there are deviations from the instructions for use (IFU). The instruction manual states the inspection method associated with the event in "operation manual gif-ez1500 chapter 3 preparation and inspection", and preventative measures in "reprocessing manual gif-ez1500 chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dirt adhered to the tip of the forceps on the gastrointestinal videoscope. There were no reports of patient harm.